Event description:
Boston scientific crm received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned. There were set screw marks noted on the terminal pin, no discernable set screw marks were noted on the ring. There was dried blood/body fluid noted in the lumen. The guidewire insertion test (front loading): failed 855mm from the terminal pin, most likely due to body fluid infiltration. The dislodgement could not be confirmed by lab analysis.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.